Event description:
The patient's generator firmware was updated on (B)(6) 2020 to prevent similar resets as previously reported for this generator. After the update, data review confirmed device was functioning as intended. No further relevant information has been received to date.

Manufacturer narrative:
Internal field action number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(4) 2019, and the physician was provided a notification letter with recommended actions.

Event description:
It was reported that upon the next follow-up on (B)(6) 2019, the patient's generator was functioning normally. Data review confirmed that there were no new device resets. No further device resets due to hardware bug have occurred to date. No further relevant information has been received to date .

Event description:
It was reported by the patient's mother on (B)(6) 2019 that the patient's generator had turned off again after being on the day prior ((B)(6) 2019). The patient's device was turned back on the next day. On (B)(6) 2019 the patient's mom reported that her device had turned off again after being on the night before. The patient went in to the doctor on (B)(6) 2019 to have the generator turned back on. The evening of (B)(6) 2019, the patient's mother reported that the device had turned back off again within a day of being turned back on. The patient was seen by the doctor on (B)(6) 2019 and her device was re-enabled with autostimulation/sensing turned off to reduce time between resets. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator had reset again. It was noted that when they swiped the magnet, it didn't work. On (B)(6) 2019, the patient was perceiving stimulation but on (B)(6) 2019, they could tell it was off. Review of the generator's internal data found that the reset occurred on (B)(6) 2019. The generator was programmed back on to intended settings. No further relevant information has been received to date.

Event description:
It was reported that a patient's recently implanted m1000 could not be interrogated. The patient's device was turned on the date of implant. The patient was successfully interrogated and checked approximately two weeks later however, a week later, the physician could not interrogate the generator even though he could see and palpate the generator. Wand repositioning, using the usb cable to connect the wand to the tablet, and using another programming system did not resolve the issue. The programming system was showing "the generator could not be found." Additionally, the patient used to experience voice alteration with magnet swipes, but no longer did. The next day, the company representative performed a reset of the patient's generator. After doing so, he was able to successfully interrogate and program her generator back to the intended settings. Diagnostics were within normal limits. The patient began noticing stimulation again. The tc noted that there were over 100 autostims on the day the device had been reset, which was determined to be due to the generator being in a non-responsive state. Per review of data, on (B)(6) 2019 3:48 pm pt the generator stopped accumulating time, which means that it wasn't delivering therapy or able to communicate. It was hypothesized that the microcontroller got into a locked state. The device history records of the m1000 generator were reviewed. The generator passed final functional and quality specifications and had a 100,000-300,000 serial number. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No further relevant information has been received to date. No known surgical intervention has occurred to date.